Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "when the doctor tested the balloon before using it on the patient, the machine reported an air leak error. After the balloon was removed for inspection, it was found to be punctured, with blood observed inside the balloon lumen". No patient harm or injury. The patient status is reported as "fine".